Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd q-syte¿ needle-free connector chemo leaked on the patient's hand. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer mentioned that meanwhile, they have received a second notification for the identical reference (B)(4) negative consequences for the patient, chemo ended up on the patient's hand.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. H3 other text : see h.10.

Event description:
It was reported that while using the bd q-syte¿ needle-free connector chemo leaked on the patient's hand. The following information was provided by the initial reporter, translated from dutch to english: the customer mentioned that meanwhile, they have received a second notification for the identical reference (B)(4): negative consequences for the patient, chemo ended up on the patient's hand.